Manufacturer narrative:
Pending manufacturer evaluation. Concomitant device(s): 4635290, 02-010-03-0235 - logic cr femoral cem, left, sz 3.5; 3933722, 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t; 4483667, 200-02-32 - three peg patella 32mm.

Event description:
As reported, approximately 6.5 years post op the initial left tka, this 76 y/o male patient was revised due to complaints of pain, swelling, instability, and dissatisfaction with their left tka. The patient has a recalled implant. Upon examination, the patient was scheduled to have a revision left tka possible poly swap vs full revision. The patient has revision surgery on (B)(6) 2023. The patient underwent a left tka tibial insert poly swap and patella swap. The patient left the or stable. Reported event not related to the breakage of a device and did not lead to surgical delay/prolongation. Product not returning: the implant was sent to the lab and legal at the hospital. Ebi, x-rays and images attached.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 . MDR section codes updated/corrected: a, b, c, d, e, g. The reason for the revision reported was likely due to the prosthesis wear, the reported instability, or inclusion of the polyethylene in the packaging recall. Possible causes for polyethylene damage include malalignment between implants, high contact stresses during knee flexion, patient-related conditions, inclusion of the polyethylene in the packaging recall, or any combination of these possibilities. Instability may be the result of increased soft-tissue laxity (looseness), inadequate flexion of the implants, or improper positioning or alignment of the prosthesis. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.